Manufacturer narrative:
The external battery was returned to resmed and an evaluation was performed. The evaluation determined that the battery failure to charge was due to physical damage. The customer was provided with a replacement external battery pack to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient injury reported as a result of this incident.